Manufacturer narrative:
Added: d3 (manufacturer fax), e4 ( reporter also sent report to FDA?), g1 (manufacturer contact fax number). E1: unreported physician emea/apac. Ppae (pulmonary edema/papillary muscle rupture): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp was inserted via an unknown access site in a 75-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs). During the course of treatment, an explant was performed in the cath lab, during which the device was removed under fluoroscopic guidance without noted resistance. Later in the ICU, a new murmur was detected on echocardiography, and once the patient was extubated, pulmonary edema became apparent. The patient was transferred to another hospital, where evaluation revealed papillary muscle (chordae) rupture, requiring acute surgical repair. No ischemic territory was identified, and although the physician noted that a mechanical cause was most likely, this could not be definitively confirmed or ruled out. The pump had already been discarded, and no product return was possible. No device damage was noted. Surgical intervention was required, and no additional contributing factors were identified. Based on the available information, the papillary muscle rupture and subsequent pulmonary edema appear more consistent with a clinical or patient specific complication following device explant rather than a malfunction of the impella cp. The absence of resistance during removal, lack of product damage, and unconfirmed causality support that no device defect has been identified. Final assessment remains inconclusive, with no evidence at this time indicating that the impella cp contributed directly to the injury.